Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot. Upon functional testing, the fse found an issue with the suite pc software. The fse installed the software, but the issue persisted. The fse confirmed that the suite pc was defective and needed a replacement. The fse replaced the suite pc and reinstalled the software, but the flex vision pc was not booting. To resolve the issue, the fse re seated all connections from the dvi converter for the flex vision and the flex spot. The cause of the suite pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the suite pc and connection reseat of dvi converter for the flex vision and the flex spot by the fse resolved the reported issue and restored the functionality of the system. After replacement and repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.